Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ampulla of vater during a sphincteroplasty procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that there is one dot in the balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A second physician was reported: (B)(6). Problem code 1504 captures the reportable event of balloon pinhole. Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the shoulder section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ampulla of vater during a sphincteroplasty procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was noticed that there is one dot in the balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.